Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument had a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following additional damages to the instrument: there are scratches on the surface of the distal pulley and the distal end of the instrument's main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and are not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable, and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the wires on the pk dissecting forceps instrument frayed. The pk dissecting forceps instrument was removed and a replacement instrument was used to complete the planned surgical procedure. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury.